Manufacturer narrative:
Results of investigation: the failure analysis laboratory (fa lab) received the suspect device and installed it in a known good unit. The fa lab was unable to duplicate the reported issue so no root cause could be determined.

Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Device evaluation: the carefusion field service representative (fsr) evaluated the suspect device. The fsr changed the expiratory parts and but the circuit fault was still displaying. The fsr changed the main printed circuit board (pcb) and made necessary adjustments.

Event description:
The customer reported circuit fault on the vela ventilator. The customer reported patient involvement but no allegation of patient injury/harm.